Event description:
It was reported that the device gave a "low battery" alarm and "high pressure" alarm during infusion of "life-sustaining" drug (drug name not provided) for treatment of pulmonary arterial hypertension. The reporter stated patient switched to the back up pump with no adverse effects.